Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 49 mg/dl. Customer stated that they are stuck in the rewind complete/bolus delivery loop. Customer treated with an injection. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: unit alarmed a33 during prime/a33 test at 4lbs due to faulty fsr(gold). Unit received with minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.(B)(4)